Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, it was noted the pacing of the right ventricular (rv) lead did not increase rate or change rhythm. The patient was also observed having diaphragm stimulation with vvi pacing and not during aai pacing. A chest x-ray confirmed the rv lead was dislodged. The tip had pulled back, settled in the lower superior vena cava, and caused diaphragm stimulation which every paced stimulus. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. After cleaning, the helix could be fully extended and retracted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.